Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile , catalog number 3501685, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old (B)(6) female patient underwent a primary breast augmentation with saline mentor smooth round moderate profile 525cc breast implants and experienced deflation on the right breast implant. The deflation was noticed by the patient on (B)(6) 2018. The patient noticed that the right breast implant was flat. As a result, the patient had undergone explantation and replacement on (B)(6) 2018.

Manufacturer narrative:
On 4/26/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, pe observed a rent measuring approximately 0.6 cm on the anterior aspect. Leak testing was performed in accordance with mentor procedures and revealed no other leakage sites. Microscopic examination of the rent edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Microscopic examination revealed parallel striations on the edges of the rent. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. At this point is it not possible to determine the origin of the yellow material observed. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the date of event was (B)(6) 2018. In addition, the patient had undergone replacement with gel mentor memorygel breast implant 255cc, catalog number 3507255mc, serial number (B)(4), lot number 7502820 on the left breast implant and with gel mentor memorygel breast implant 255cc, catalog number 3507255mc, serial number (B)(4), lot number 7502820 on the right breast implant. Manufacturer¿s reference number: (B)(4).